Event description:
The thumbwheel conrolling field size length was set close to its activation point, and caused spurious jaw motion. This signaled a "motion" fault, which the therapist cleared without going into the treatment room to check the setup. At the end of the treatment, the field size had increased by 4 cm. The thumbwheel control potentiometers should be properly zeroed and therapists should follow proper procedures when the console signals a "motion" fault.